Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 116.00 mg/dl, 256.00 mg/dl compared to readings of 84.00 mg/dl, 99.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 10 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned for investigation. A visual inspection confirmed that the sensor plug was fully seated; however, liquid contamination was observed on the sensor patch. No failure modes were identified during the visual inspection of the plug assembly. Device data was downloaded using approved software. The sensor was found to be in sensor state 6 with event log 21, which is indicative of a brownout reset. The sensor was reprogrammed, but it subsequently reverted to sensor state 6 with event log 21. The returned sensor was then de-cased, and liquid contamination was observed on the printed circuit board assembly (pcba). An extended investigation was performed. Visual inspection of the de-cased sensor and plug assembly revealed evidence of liquid contamination and corrosion across multiple test points on the pcba. The sensor data log further confirmed that the sensor was in state 6 on body with repeated event log 21 entries. Sensor state 6 with event logs 21 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. A functionality test will be performed on the sensor to verify if sensor is functioning as intended. However, functionality testing could not be performed due to the severity of liquid contamination and the resulting corrosion present on multiple pcba test points. The contamination could not be removed, and the level of corrosion prevented effective restoration of the board. As a result, adc is unable to perform functionality testing or continue further investigation due to the extensive liquid contamination and corrosion on the pcba. The issue is unable to test. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 116.00 mg/dl, 256.00 mg/dl compared to readings of 84.00 mg/dl, 99.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 10 days. There was no report of death, serious injury, or mistreatment associated with this event.